Event description:
It was reported that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window. The insulin pump was received with normal operating currents. The insulin pump monitored for several days and no low battery alert alarms occurred during testing. The insulin pump cleared the user settings and programmed pump with the current time and date. The insulin pump monitored for four (4) days and no unexpected check settings alarm occurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.